Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient had a left total hip replacement (B)(6) 2008. He saw his doctor for follow up with complaints of pain. Surgeon had him tested and found elevated cobalt levels. He was scheduled for a revision hip. During surgery the doctor noted some trunion wear as well as some poly wear from the jnj acetabular component.. The femoral head was easily removed. The stem was then removed and revised to a restoration modular stem and a new poly liner. The operation was completed successfully.